Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent movement was not confirmed however the stent was noted to be damaged. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties were likely due to interactions with the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Return device analysis revealed that the stent was not dislodged as reported. Additional reported information indicates that the stent had moved on the stent delivery system.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded unspecified lesion. A 3.0 x 28 mm xience xpedition stent delivery system (sds) was being advanced to the lesion with a retrograde guide wire and a guideliner when the sds could not pass through a previously placed stent at the bifurcation. During removal of the sds, it got stuck, so it was pulled on harder and was removed from the anatomy; however, once outside the anatomy, the stent implant dislodged. Additionally, a second 3.0 x 28 mm xience xpedition stent system could not cross due to the anatomy. Another unspecified stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.